Event description:
It was reported that the patient had frequent episodes of syncope. Asystole was identified with pocket/device manipulation in the clinical report. During the revision procedure, asystole was noted again while manipulating the device within the pocket. It was further reported that there was a "system malfunction with no output" and the cause for this issue could be a device connector issue or the lead. The patient was symptomatic with low level of consciousness, shakes, and diaphoresis. The device was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.